Manufacturer narrative:
The system is calibrated every 24 hours. Prior to and after the event, qc results were within the lab's established ranges. A field service engineer (fse) was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems. The specimen was re-tested and a lower result was obtained and it was reported out of the lab. The high result was not reported out of the lab. There was no affect to patient treatment.